Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that "my last device was shocking me when I didn't need it. Doctor tried to implant a new lead, but couldn't." The patient also stated that three days later, the physician attempted again and implanted a new lead on the other side of his chest. There were no further patient complications reported as a result of this event.